Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 9apef09a, which gave satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 441 mg/dl at 6:15 a.m. And 88 mg/dl at 6:20 a.m. On the contour xt meter. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter and test strips were sent to the customer.